Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was explanted. A few months after it was first implanted, the lead exhibited high pacing thresholds. Further analysis revealed the lead was dislodged. As result, the patient underwent a procedure wherein the lead was extracted and replaced with an alternate.